Event description:
The customer reported she received erratic readings on her blood glucose meter. The customer additionally reported she experienced dizziness and loss of consciousness. The paramedics were called, but the customer's could not reportedly recall the treatment provided. The customer also reported being transported to a hospital where she was diagnosed with severe hypoglycemia and treated with a shot of an unknown medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Note: during the troubleshooting survey, it was identified by adc customer service that the customer's blood glucose meter did not have the correct calibration code in the meter's memory. Adc customer service educated the customer on how to properly set the calibration code and asked her to recalibrate and retest. The calibration issue was reportedly resolved.